Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 1000 mg/dl. It was stated that the customer has other health issues and she may not have been taking care of herself during the time of the hospitalization. It was also stated that the insulin pump was having problems with low battery life. Advised the grandfather that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.